Event description:
On 09/08/2025, it was reported that the user¿s ilet screen developed a thin crack and was intermittently unresponsive. The user noted delayed touchscreen response, specifically difficulty pressing the ¿back¿ button or accessing the menu options. The user confirmed the ilet continued to deliver insulin and blood glucose was unaffected. The user restarted the device via the ilet mobile app, which restored temporary touchscreen responsiveness. The user was able to announce meals and continued using the ilet until the replacement arrived. No injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.